Event description:
Implant has bent during the surgery. There was no adverse patient consequence.

Manufacturer narrative:
Technical analysis conducted to conclude shape memory effect conforms to memometal specification. Historical data analysis identified that this was a single case. Those elements conclude that the implant probably bent due to the surgical technique of the surgeon. The root cause of this event is user error. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies / (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.